Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse replaced touchpad on the surgeon side console due to locking issue and reported glitching. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the system was glitching and the hand controls kept locking up and prompting to match grips again to take control. The customer confirmed the surgeon was not removing their head from the viewer, and the console armrest does not appear to be loose. Tse recommended checking for excessive dust/debris buildup along the edges of the touchpad. The customer felt that the foam armrest or touchpad was the issue and they mentioned the touchpad was unlocking leading to monopolar energy being increased to 8 inadvertently. The procedure was completing as planned with no reported injury.